Event description:
It was reported that this right atrial (ra) lead exhibited chronic high pacing thresholds for over a year. It was later found that both the right atrial (ra) lead and the right ventricular (rv) lead were damaged due to a subclavian crush. As a result, both leads were surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited chronic high pacing thresholds for over a year. It was later found that both the right atrial (ra) lead and the right ventricular (rv) lead were damaged due to a subclavian crush. As a result, both leads were surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field g3: bsc aware date. Changed from 9/12/2022 to 9/08/2022.